Event description:
The surgeon used I-spine contralateral to a pedicle screw construct at l4-s1 to supplement 2nd screw that they used. Removed the screwdriver, pull pin was stuck to end of driver. Tried to screw pull pin back in. Thinks he got it engaged, noted that it compressed a little bit. When he took compression tool out, the pull pin was in the compression tool. Used driver to make sure it was fully seated. Pt was fine.